Event description:
At initiation of hemodialysis treatment, a leak was found in the venous bloodline tubing. Pt's blood was returned, a new bloodline was set up and treatment continued. No pt injury or need for medical intervention is reported. Estimated blood loss is 50-100cc.